Event description:
Balloon and catheter snapped off and sheared off into the vessel. A snare had to be used to retrieve the broken piece.

Manufacturer narrative:
Lot history record review: the reported lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The sub assembly lot history records were reviewed for any abnormalities that may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample has not been returned for eval. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for eval. Without the actual sample angiodynamics is unable to conduct a thorough investigation. The exact cause of the complaint is unk. It is possible the balloon rupture was caused due to over inflation. The catheter is labeled for 18 atm. A review of the mfg records for the reported lot indicated that all of the device specification and quality requirements were satisfied. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.